Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the touch screen on the cns (central monitoring system) was not working.

Manufacturer narrative:
Additional manufacturer narrative: customer requested part number for new 24" touch screen. Customer was provided with part number and was transferred to customer service.